Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:39:01. During night drain cycle four, the patient's ultrafiltration reading was 1682ml, indicating the home patient drained 1682ml more than their maximum programmed fill volume of 2500ml. No additional information is available.